Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that catheter fell out several hours after use.